Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified one crack opening and one striated opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation and "plug strap separated". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.